Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation two times while sitting. The symptoms were in the pt's right chest area and upper back. No pt treatment or outcome was reported.